Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was clipped to customer's back pocket and was sitting on the bed when the pump touch screen was shattered. Customer was unable to see half of the screen due to it becoming black. Customer's blood glucose was 117 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.